Event description:
Olympus was informed that at the conclusion of a transvaginal hydrolaparoscopy (thl) procedure, the device tip broke off while the physician was performing a colpotomy. No device fragments fell inside the patient. The procedure was completed with similar device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If any additional and significant info is received this report will be supplemented.